Event description:
It was reported that extra corporeal circulation was initiated and within several minutes blood was leaking from the bottom of the device. The device was changed out and the leaking device was discarded." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag will not be able to obtain device for investigation because the hospital discarded it. Based on the failure description received from the hospital, the most probable root cause could be a delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated a CAPA process (CAPA-(B)(4)) to initiate the appropriate corrective and preventive action. The process is in the root cause analysis phase. Maquet cardiopulmonary ag will not be able to confirm the failure of the actual device. The most probable root-cause will be addressed through CAPA (B)(4), as well as continuous monitoring of complaints for trends. A supplemental medwatch will be submitted if additional info becomes available. CAPA: (B)(4).